Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that he consistently receives a bg reading of 20 mg/dl to 25 mg/dl higher from his dario meter when compared to his non-dario meter. It was determined that the user's strips were newly opened. An attempt to follow up with the user was made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving higher bg readings while testing with the same finger using his dario meter when compared to his non-dario meter.